Event description:
The customer reported that the device failed to discharge. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the reported symptom could not be duplicated. The device passed all testing and was returned to service. Based on the customer's report we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.